Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter and adverse event. Patient was hospitalized due to low blood sugar levels and reported cgm value of 195mg/dl compared to a bg meter value of 105mg/dl. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of cgm inaccuracy was not confirmed. A root cause was not determined.